Event description:
This is being reported as an adverse event because, the complaint originated from an attorney. It is not known what the pt was originally treated for. The product was implanted on (B)(6) 2010. Boston scientific's obtryx device also implanted at this time. Another xenform device was implanted on (B)(6) 2012. Boston scientific's pinnacle device was also implanted at this time. The complaint via the attorney was that the pt suffered an injury (unspecified). It is not known when the vent occurred. It is not known if the event is related to the first or the second implanted device or to both. It is not known what the pt's current. Condition is. No information has been confirmed by a health care professional.